Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. The reported issue was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. The patient stated that the heater bag became disconnected. The technical service representative (tsr) had the patient close all the clamps and disconnect. The tsr instructed to cycle the power on the device to clear the alarm and end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.